Manufacturer narrative:
The device was returned to zoll medical united kingdom. The device was put through extensive testing including full functional testing without duplicating the report. This is normal operation of the device when using paddles under a shorted circuit. The investigation concluded that the device met specifications and performed as designed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.